Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during the coil embolization, the coil could not be detached after delivery. After multiple attempts, people were replaced to operate, but the coil still could not be detached. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured right internal carotid artery c4 aneurysm with a max diameter of 4mm and a 3mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was minimal.

Manufacturer narrative:
Product analysis # (B)(4) :equipment used- video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5), in-house instant detacher (model: ID-1-5 lot: 9443624) as found condition- the axium device was returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within an opened axium inner pouch and within an introducer sheath. Visual inspection/damage location details: the actuator interface was found securely attached to the coupler tube and the break indicator was found intact. There were no evidence of detachment attempts at these locations using an instant detacher or by manual method. No damages or irregularities were found with the axium pusher. The axium implant coil was found damaged and stretched within the introducer sheath with the polypropylene filament unbroken. No damages or irregularities were found with the introducer sheath. Testing/analysis ¿ an in-house instant detacher was used for detachment testing. No difficulty was experienced inserting the pusher into the instant detacher, and the load indicator was not visible when the pusher was fully seated in the instant detacher cap, which is normal. The implant coil was successfully detached on the first attempt without any difficulty. Conclusion - based on the customer report and device analysis, the customer report of "non-detachment" could not be confirmed and the cause could not be determined. In addition, no breaks were found along the entire pusher (including the break indicator), and the actuator interface was found still secure within the coupler tube, indicative of no detachment attempts. The failure could not be replicated as the device detached with no issues on the first attempt using an in-house instant detacher. The implant coil was found damaged/stretched; however, these damages did not contribute towards the reported failure. Possible causes for coil stretch/damage are lack of hydration before procedure, user does not maintain continuous flush, tortuous anatomy, coil not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation, user advances the coil against resistance or incompatible catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported an instant detacher was not used in the procedure. It was unknown how many attempts were made to detach the coil manually. Prior to the coil non-detachment, no other issues had occurred during the procedure. The cause of the non-detachment was unknown.